Event description:
This report was received from global pharmacovigilance (gpv) and is a case report to baxter (B)(4) from a nurse. A nurse reported on (B)(6) 2012 that the patient experienced bacterial peritonitis and was hospitalized. The cause of peritonitis was unknown. Treatment was not reported. Follow up information received from the nurse of an patient with bacterial peritonitis, intestinal perforation, and died. The patient was hospitalized for the bacterial peritonitis around (B)(6) 2012. On (B)(6) 2012 the patient had surgery to have a tenckhoff catheter removed. During surgery it was reported the patient experienced an intestinal perforation. The patient was submitted to a major abdominal surgery and was admitted to the intensive care unit. The patient's condition did not improve after pd therapy was discontinued. The patient died on (B)(6) 2012. Follow up was attempted but did not produce any further medical information reporting the cause of death. It is unknown if an autopsy was performed

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error was not confirmed and no deviations from standard procedure were reported. The complaint investigation did not describe any types of use errors that might have caused potential contamination. Therefore the complaint is not confirmed and the assignable cause is determined as no device malfunction or use error identified.